Event description:
The trilogy 100 ventilator was returned to the manufacturer service center for remediation. The device was not in use on a patient at the time of the occurrence. During the evaluation of the trilogy 100 ventilator error codes in relation to (loss_of_vbatt_li_power) and (charger chip failure resulting in inability to use batteries) was recorded in the device event log. The power management board was replaced to address the issue. The device retested and was returned to the technician for additional evaluation due to a failed repair test (monitor press verify). The sensor board was replaced to address the issue. The device was sent to run in and is awaiting retest. The root cause isn't confirmed at this time. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the trilogy 100 ventilator was returned to the manufacturer service center for remediation. The device was not in use on a patient at the time of the occurrence. During the evaluation of the trilogy 100 ventilator error codes in relation to (loss_of_vbatt_li_power) and (charger chip failure resulting in inability to use batteries) was recorded in the device event log. The power management board was replaced to address the issue. The device retested and was returned to the technician for additional evaluation due to a failed repair test (monitor press verify). The sensor board was replaced to address the issue. The device was sent to run in and is awaiting retest. The root cause isn't confirmed at this time. If any additional information is received, a follow-up report will be filed. New information: the sensor board was replaced to address the issue of failed repair test (monitor press verify) and the device was retested and passed all testing. Box h conclusion code grid updated.